Event description:
On march 4, 2026, a b. Braun medical inc. (Bbmi) sales representative provided on-site troubleshooting support for reported bloodline device performance issues. Some staff reported partial success following troubleshooting; however, others experienced device failure. Reported issues included unresolved air in the lines and blood leakage during use. No patient injury or adverse clinical outcomes were reported in association with this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (b)(4. The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.